Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation with a 600cc mentor memorygel breast implant and experienced postoperative left-sided breast mass and grade IV capsular contracture. An imaging study was performed on the breast, and the diagnosis was confirmed by the patient¿s doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. The patient underwent bilateral explantation on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's demographics. The patient was 34 years old at the time of event. The relevant field has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the manufactured date was reported as (B)(6) 2018. However, after the mre review, it was found that the actual manufactured date is (B)(6) 2018. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-aug-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: breast mass, capsular contracture. Manufacturer's reference number: (B)(4).